Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. The customer¿s blood glucose level was 227 mg/dl, 248 mg/dl, 400 mg/dl, 495 mg/dl and 598 mg/dl at the time of incident. The customer was treated bolus. The insulin pump will not be returned for analysis.